Manufacturer narrative:
Unit was received with detached end cap. Unable to perform functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test, due to crack end cap. Insulin pump was received with minor scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported that the insulin pump was returned because they had a model upgrade. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.